Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: litigation papers allege significant and permanent personal injury including but not limited to release of metal and metal ions into her body tissues and blood, pain, distress, anxiety and limitation of movement. Update 1/10/2012: plaintiff's preliminary disclosure form was received which identified part/lot information. There is no new information that changes the outcome of this investigation. See diligence log re. Update to implant date. Update rec'd 6/2/2015: der received. Patient was revised due to pain. Update rec'd 7/7/2015- medical records received. Patient was revised to address pain, alval, osteolyis, and a bone cyst. Upon revision, corrosion was noted. The stem is now being added to the complaint. This complaint was updated on 07/20/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.